Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the cause of the phenomenon was not established as the reported event of ¿no image¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center had no video and only color bars were displayed. The issue occurred when preparing the device for use in a diagnostic procedure. The customer connected the scope to another video system and there were no problems so they suspected a problem with the video system. The procedure was completed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed. Evaluation did find the video connector had a locking failure and the battery was depleted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.